Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the caller reported to the technical support engineer (tse) that the site experienced issues with the other surgeon side console (ssc) controlling the instrument. The caller did not provide any specific details and stated that the surgeon was having issues controlling the universal surgical manipulator #2 (usm#2) with the second ssc, but the problem was different than the earlier call. The tse noted that console (B)(6) had control of the instruments at the time of the call. The tse viewed the logs and did not note any errors. The tse informed the caller that there were no faults on the system and that the sscs both look available. The procedure was completed as planned with no patient harm, adverse outcome, or injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse recalibrated all mtm¿s and all tested ok. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to the mtm's being out of calibration.